Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of occlusion from the reservoir. The customer's blood glucose reading was unknown. The customer reported no delivery alarm did not occur during manual prime. The customer reported event to be resolved by complete set change. The reservoir was not returned for analysis.